Manufacturer narrative:
Retainer ring = black pump passed the displacement test, active current test, sleep current test and self test. Pump was monitored. No blank display noted during testing. Moisture damage was found on the force sensor during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case on battery tube side and pillowing keypad overlay. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had blank display. The insulin pump was not turned on, customer just changed battery and now it was not working. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that display did returned after insulin pump restart. The device will not be returned for analysis.